Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent incisional hernia, partial bowel obstruction thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the patient have a knuckle of omentum incarcerated through a fascial defect just to the right of the umbilicus and noted to have a loop of intestine in the preperitoneal space was reduced. The patient was found to have dense adhesions between loops of small intestine and the anterior parietal peritoneum beneath the old midline scar were taken down. An oval composix kugel patch was placed within the peritoneal cavity with the gore-tex side facing posteriorly and the polypropylene side facing anteriorly and secured superiorly and inferiorly with sutures.¿ (B)(6) 2010 - patient was diagnosed with intraabdominal adhesions thereby underwent laparoscopic repair. Per operative notes, ¿dense adhesions were taken down. The partially exposed tacks were individually explanted to unscrew them from the anterior abdominal wall. The central portion of the old mesh patch was well incorporated into the anterior abdominal wall.¿ (B)(6) 2011 - patient was diagnosed with abdominal pain thereby underwent open repair with the removal of mesh. Per operative notes, ¿there were some adhesions to the abdominal wall were taken down. The mesh was encountered. The multiple loops of bowel was densely adherent to mesh was dissected off. The bowel was divided and the mesh was completely resected.¿ (B)(6) 2012 - patient was diagnosed with abdominal pain secondary to intraabdominal adhesions thereby underwent repair. Attorney alleges that the patient had adhesion, bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries. It is also alleges that the patient's other injuries include additional surgeries on (B)(6) 2010 for adhesions and on (B)(6) 2012 for adhesions and a bowel obstruction.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of composix kugel mesh, patient was diagnosed with adhesions, fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as possible complication. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.